Event description:
The facility reported that a resident was being transferred from a bed to a wheelchair. The 4-pt hanger bar was being used to reposition. It was in a down position and they were lifting the resident up. About 6 inches above the wheelchair, the caregivers heard a snapping sound and the resident dropped back into her chair. No injuries were reported. (B) (4)